Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies and continued to use the pump for insulin therapy.